Event description:
Pt manuevered up against the portal of the incubator. Door flung open and pt was dangling from monitor wires which they were attached to. Door latch was found to be loose, spring was not tight in latch.